Event description:
In 2009, the pt reported experiencing erratic blood glucose of 30-500 mg/dl. He stated that his blood glucose elevated to 500 mg/dl and he injected 15-20 units of insulin via syringe. He then consulted with his medical professional and adjusted the basal rates of the infusion device. He then began to experience low blood glucose of 30 mg/dl and his wife disconnected the infusion device and he ate carbohydrates. He contacted his medical professional and lowered the basal rates of the infusion device. His normal blood glucose range is 70-140 mg/dl. He attributes erratic blood glucose to work related stress. At the time of the report, the pt's blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.